Event description:
It was reported by a neurologist that a vns pt had high impedance when system and normal mode diagnostics were run on (B)(6) 2011. Pt stated that she could not perceive stimulation for years. The treating neurologist increased pt's settings from 1.25ma to 1.5ma but the pt was still not able to feel the vns stimulation. The last known good diagnostics was in (B)(6) 2008. There had not been any manipulation or trauma. Also, pt has not had any increase seizure or adverse events due to high impedance. X-ray images were taken and no gross fractures were observed by radiologist. The x-ray images were not reviewed by MFR. Pt chose to leave the device turned on. No surgery has been scheduled to date.